Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found that medication was not actually pulled under override and advised customer to reach out to health connect support for clarification, as the discrepancy appeared to originate from customer interface. Further the customer confirmed that the issue was resolved by third party (health connect support). The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pcm-gi2 user encountered an issue where, after pulling an item from the pyxis and scanning the medications, the system displayed a pyxis override message. This occurs for all medications and was accompanied by a cabinet override alert. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.